Event description:
Litigation alleges that the patient suffered from persistent pain in her left hip due to the asr hip implant. Litigation further alleges that the patient experienced pain when standing up and when walking for short periods of time. Litigation further alleges that the patient had revision surgery and the surgeon noted significant soft tissue damage and a considerable amount of cloudy fluid within the hip. The surgeon also noted, post op, that the soft tissue damage was due to the pseudotumor from the metal-on-metal bearing component of the asr hip implant. Litigation further alleges that the acetabular cup was loose.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.